Event description:
It was reported that the power module alternating current (ac) indicator light did not turn to green and went out after a few seconds. Ac indicator light would not turn on and power module was sent in for service. The power module assembly handle was replaced to fix the issue. Other parts of the power module were found damaged and were replaced. The ac power cord was dented and bent. The handle overlay had cracks on the silence button. The monitor cable assembly connector ground pin was pushed in. The battery clip had a crack on the positive side. The bottom housing had a chip on the left side corner. After all the damaged parts were replaced the power module passed all required tests and is ready for patient use.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device's most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the indicator light on the power module not turning on 03jun2022 was confirmed. Initial inspection of the returned power module on 22aug2022, serial (B)(6), revealed the led indicators on the assembly handle were not working as expected. The handle also had a crack near the silence button. The handle was replaced resolving the issue. The unit underwent a functional testing and passed all steps without any issue. The device was returned to the customer. Though there is evidence of mechanical damage on the handle, a root cause of the reported event was not determined through this analysis. There were incidental findings of damaged internal battery clip, damaged ac power cord, damaged housing, and crimped pem ground wire device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 12nov2009. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate power module instructions for use section 3, ¿using the power module¿ and section 6, ¿living with the power module¿ explain how to properly handle the system, including changing power sources and transport. No further information was provided. The manufacturer is closing the file on this event.